Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical netherlands for evaluation and the device performed to specification. Zoll medical netherlands communicated with the customer and learned that this was normal operation for their specific device configuration. Their unit is configured to display "leads" view upon power up. Therefore, when the device is switched to defib mode, the "lead" view will automatically change to pads view. If the multifunction cable is not connected, no ECG signal will be displayed through the "pads" view. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.